Event description:
On (B)(6), 2009, the (B)(6) patient ((B)(6)) rec'd primary surgery (t2-l3, pedicle screws at l3 and a hook at l2 for one side only) using xia 4.5 for scoliosis. On (B)(6), 2010, it was found, no problem with the implants at the follow-up check. In the beginning of (B)(6), 2010 (exact date is unk): the pt complained of pain. On (B)(6), 2010, the pt visited the surgeon and it was found that the rod fractured. The surgeon was planning to perform the revision surgery to replace the fractured rod and elongate the growing rods, but it was found that the anesthesia would not be working well, thus the revision surgery was postponed.

Manufacturer narrative:
Add'l info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.